Event description:
It was reported that multiple malfunction alarms occurred. The customer reverted to an alternate method of insulin therapy. Customer's blood glucose level was between 100-108 mg/dl.

Manufacturer narrative:
Correction for supplemental 1: g4 was incorrectly reported; correct g4 is 10/14/2020.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was between 100-108 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.